Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in april 2024. H11: a device was received for evaluation. Visual inspection was performed on the sample which showed that the spike was detached from the inlet tubing, and the vent was not returned with the product. A small crack in the spike cavity between the air and fluid chambers was identified. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented micro-volume inlet had air entering the line, preventing the solution to run into the line. Air bubbles were observed going up into the ingredient bottle and down in the line. The event occurred during setup of the em2400 compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.